Manufacturer narrative:
The hospital clamped the cannulas, trimmed off the affected section and connected a new blood pump. We were informed that the patient is doing well.

Event description:
The hospital informed us that a rupture in the apex cannula occurred. The incident took place when the patient was sitting in bed being fed. Near the inflow titanium connector blood was detected. Inside the pump bubbles and foam were visible. The patient had an cardiac arrest and was reanimated. The blood pump was changed. The CT scan showed air embolism. The patient was put into a hyperbaric chamber and supported with the manual pump during this time due to no power supply. Next CT scan showed no ischemic oedema, no mydriasis was detected. Since then patient was maintained in hypothermia and sedated like in a stroke event. Eeg was performed.